Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt225 20.5 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient experienced blurry vision and halos. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a model zct300 21.5 diopter lens. The patient is reported to be doing well. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/28/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The product is damaged and a scratch can be seen on the posterior side of the optic body. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.